Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ureteric perforation ('I have a double ureter on that side which essure perforated') and nephritis ('polynephritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required), nephritis (seriousness criterion hospitalization), chronic kidney disease ("chronic kidney disease"), double ureter ("I have a double ureter on that side which essure perforated"), mastocytosis ("mastocytosis"), cystitis ("cystitis"), constipation ("constipation") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the ureteric perforation, nephritis, chronic kidney disease, double ureter, mastocytosis, cystitis, constipation and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, chronic kidney disease, constipation, cystitis, double ureter, mastocytosis, nephritis and ureteric perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿ureteric perforation, nephritis, chronic kidney disease, mastocytosis, constipation, cystitis, pelvic adhesions, double ureter" were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ureteric perforation ('I have a double ureter on that side which essure perforated'), nephritis ('polynephritis') and chronic kidney disease ('chronic kidney disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required), nephritis (seriousness criterion hospitalization), chronic kidney disease (seriousness criterion medically significant), double ureter ("I have a double ureter on that side which essure perforated"), mastocytosis ("mastocytosis"), cystitis ("cystitis"), constipation ("constipation") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the ureteric perforation, nephritis, chronic kidney disease, double ureter, mastocytosis, cystitis, constipation and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, chronic kidney disease, constipation, cystitis, double ureter, mastocytosis, nephritis and ureteric perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿ureteric perforation, nephritis, chronic kidney disease, mastocytosis, constipation, cystitis, pelvic adhesions, double ureter" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.